Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager lock failure on the refrigerator connected to station. A field service engineer observed that the failed hardware icon was present on the screen, but the failure was not listed in the recovered storage screen. Fse instructed the customer to retrieve the srm keys and manually unlock the srm. This action allowed failure to populate in the recoverable storage space list. Customer confirmed the failure appeared and was recoverable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a lock failure. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another fridge, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.